Manufacturer narrative:
The investigation for the low pump flow and positioning has been completed. Data logs were reviewed which confirmed the low flow when pump started for couple minutes that triggered auto suction response and suction alarms. This event remained to the rest of the case. Logs also showed unknow position of the pump in early part ofthe case but was resolved quickly and no positioning alarm was triggered. No motor current spike was observed. Trending placement signal was observed. The product was not returned for review. Based on clinical description, the patient had low central venous pressure. Therefore, the root cause of low flow was most likely patient condition. The root cause of positioning issue was most likely use related since initial positioning and slack concerns were discuss with the medical doctor. H.6 code 1248 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17978 and was added.

Event description:
The complainant reported the patient was on impella cp support due to st-elevation myocardial infarction multi-vessel disease. While on support, the pump showed suction alarms when the patient was transferred. Echocardiogram was obtained and the pump appeared shallow with the inlet in the left ventricular outflow tract. The doctor advanced the catheter to 3.8 centimeters aortic valve to inlet according to parastatal long axis view and suction alarm resolved. The doctor declined to adjust further. The patient survived the procedure.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.